Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('migration of essure device location of device: myometrium') in a (B)(6) female patient who had essure (batch no. 627289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, loop electrosurgical excision procedure, cryotherapy, ovarian cyst, adnexal mass, stress incontinence, dizziness, numbness, grand multiparity and pelvic adhesions. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain"), 4 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and attention deficit/hyperactivity disorder ("adhd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, embedded device, vaginal haemorrhage, menorrhagia, depression, attention deficit/hyperactivity disorder and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, attention deficit/hyperactivity disorder, depression, device breakage, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left side-three coils remaining in the endometrial cavity right side-six coils remaining in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device successfully occluded total bilateral occlusion. Slight irregular appearance of the endometrial cavity with suspected area of focal adenomyosis involving the left anterior uterine horn. Slight irregular appearance of the remaining endometrial cavity may represent soft tissue irregularity vs synechia. No evidence for leak involving either fallopian tube following essure procedure. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, adhd and mental anguish, migration of essure device location of device: myometrium,device breakage" were added. Outcome of event " pelvic pain" was updated as recovering. Medical history and lab data were added. Reporter, patient and product information were added. Patient aka name was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('migration of essure device location of device: myometrium') in a 31-year-old female patient who had essure (batch no. 627289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, loop electrosurgical excision procedure, cryotherapy, ovarian cyst, adnexal mass, stress incontinence, dizziness, numbness, grand multiparity and pelvic adhesions. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/ pelvic pain"), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), attention deficit hyperactivity disorder ("adhd") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, embedded device, depression, attention deficit hyperactivity disorder and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, attention deficit hyperactivity disorder, depression, device breakage, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils in left side-remaining in the endometrial cavity and six coils remaining in the endometrial cavity in right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Slight irregular appearance of the endometrial cavity with suspected area of focal adenomyosis involving the left anterior uterine horn. Slight irregular appearance of the remaining endometrial cavity may represent soft tissue irregularity vs synechia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcomes were updated from unknown to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure device location of device: myometrium') and genital haemorrhage ('bleeding') in a 31-year-old female patient who had essure (batch no. 627289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, loop electrosurgical excision procedure, cryotherapy, ovarian cyst, adnexal mass, stress incontinence, dizziness, numbness, grand multiparity and pelvic adhesions. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6)2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/ pelvic pain"), 4 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), attention deficit/hyperactivity disorder ("adhd") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy oophorectomy (one side removal of ovary),). Essure was removed on (B)(6)2012. At the time of the report, the device breakage, embedded device, vaginal haemorrhage, menorrhagia, depression, attention deficit/hyperactivity disorder and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, device breakage, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils in left side-remaining in the endometrial cavity and six coils remaining in the endometrial cavity in right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Slight irregular appearance of the endometrial cavity with suspected area of focal adenomyosis involving the left anterior uterine horn. Slight irregular appearance of the remaining endometrial cavity may represent soft tissue irregularity vs synechia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure device location of device: myometrium') and genital haemorrhage ('bleeding') in a 31-year-old female patient who had essure (batch no. 627289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, loop electrosurgical excision procedure, cryotherapy, ovarian cyst, adnexal mass, stress incontinence, dizziness, numbness, grand multiparity and pelvic adhesions. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/ pelvic pain"), 4 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), attention deficit/hyperactivity disorder ("adhd") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, embedded device, vaginal haemorrhage, menorrhagia, depression, attention deficit/hyperactivity disorder and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, device breakage, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils in left side-remaining in the endometrial cavity and six coils remaining in the endometrial cavity in right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Slight irregular appearance of the endometrial cavity with suspected area of focal adenomyosis involving the left anterior uterine horn. Slight irregular appearance of the remaining endometrial cavity may represent soft tissue irregularity vs synechia. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events: abdominal pain and bleeding added. Outcome for previously reported event was physical pain/ pelvic pain is updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.